Event description:
It was reported that the bd syringe 20ml ll 120/pkg had foreign matter. The following information was provided by the initial reporter: it was reported that during quality checks, multiple plastipak syringes were identified with particles, fibers or black dots inside the packaging and syringe. Name: plastipak 20ml hypodermic syringe 3 piece concentric luer lock po: (B)(6). Lot: 2507060 expiry: 30/06/2030 quantity rejected: (B)(4) pieces. 20ml ¿ particles inside packaging and inside syringe.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.